Event description:
It was reported that, "patella was drilled in normal fashion. Patella was put in place and promptly fell out drill holes, did not hold implant in place (holes to big). Correct drill was used. Doctor used cemented patella in its place and cemented it in place with simplex p speedset. "

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.